Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix/lobe mechanism.

Event description:
It was reported that there was loss of ventricular sensing and loss of ventricular capture; the ventricular lead appears to have been inadvertently placed in the coronary sinus instead of the right ventricle. Dislodgement of the right ventricular lead was reported. The right ventricular lead was repositioned. It was also reported that loss of ventricular capture and loss of ventricular sensing was seen again. The right ventricular lead was explanted and replaced on the patient's contralateral side. The atrial lead was electively explanted and replaced on the patient's contralateral side. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.